Event description:
It was reported that the 15mm asd device was attached to the delivery cable and the connection appeared to be tight. The device was deployed part way in the pt; however, a little too much of the device was inadvertently placed outside of the delivery sheath. When an attempt was made to pull the device back into the delivery sheath, it came loose and embolized. The device was successfully percutaneously retrieved from the pt's femoral artery.